Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implantation procedures, the iol was found to have come out with a whitish foreign material adhered to it after implanting. The foreign material was aspirated by I/a with the ovd (ophthalmic viscosurgical device) and there were no problems. No further information available.

Manufacturer narrative:
The used company cartridge was returned. The used company cartridge was microscopically evaluated. Viscoelastic was observed in the cartridge. The tip has internal damage on the bottom and a scrape/stress on the left side. The used company cartridge was cleaned for further evaluation. The cartridge met specification for the presence of top coat; internal disruption was observed on the bottom and left of tip. Five unopened company cartridges were returned in a 10-count carton. One unopened company cartridge was pulled randomly for testing. The unopened company cartridge was evaluated. The company cartridge was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested per the dfu (directions for use). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A non-company lens was indicated. The handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge tip. A non- company lens was indicated. It is unknown if a qualified handpiece and viscoelastic were used. Per the IFU (instructions for use): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).